Event description:
It was reported that during a prostate procedure, at 28:15 minutes of use, ¿severe decrease in the effectiveness of vaporization¿ was observed. 145,561 joules of use. The case was completed using an alternate procedure (turp). Patient outcome ¿patient was discharged 2 days after the procedure¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits moderate devitrification and mild detritus adhesion at output window; the fiber was tested with hene laser fixture, aim beam is present at fiber output window. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.